Event description:
It was reported that pump experienced malfunction alarm with code malf 16, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was not part of a field correction, determined malfunction could be reset, provided pump reset instructions, and assisted with reset until customer was unable to continue, after which customer planned to call back to complete reset steps.